Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at an unknown location. The customer was hospitalized at some point before they passed. The cause of death was diabetic shock. The caller stated that they assumed the customer had a possible pump malfunction that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. No further information was provided. The caller did not state whether they would return the insulin pump for analysis.